Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was contamination on the battery pca. Additionally, the charger was unable to be reprogramed during servicing. The root cause for the contamination was ingress of an unknown liquid. The root cause for the inability to be reprogrammed was unable to be positively identified. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was unable to power on.